Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted on (B)(6) 2011. According to the complainant, the patient experienced erosion and extrusion of the mesh, causing severe persistent pain, nerve damage, weight gain, and an inability to perform household functions and sexual relations. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.